Event description:
Caller reported customer passed away while on a trip aboard. The cause of death was dyspnea cause by ketoacidosis, which led to cardiac arrest. Caller stated that a good friend of the customer had called the customer and thought the customer sounded strange. Then the daughter called her father and noticed that her father was also acting strange and called the emergency number and an ambulance was sent. No bg value was provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.